Manufacturer narrative:
(B)(4). No similar complaint event(s) within associated lots were found. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -10.0/4.0/105 (sphere/cylinder/axis) was implanted into the patients right eye (od). On (B)(6) 2022 the lens was implanted; removed and replaced intra-operatively for the backup lens due to the trailing haptic of the icl broke. The replacement lens resolved the problem. Cause reported as device.